Event description:
It was reported that during a lap cholecystectomy, the device would not fire. The procedure was converted to open. The patient is okay. This is all the information available at this time.

Manufacturer narrative:
Date sent: 12/9/2008 information anticipated, but unavailable at this time.